Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50, (B)(4), (B)(4), description: scs 50cm iii, lead model # sc-3138-25, (B)(4), (B)(4), description: phase iii, lead extension - 25 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. The patient had a history of infections before he was implanted. The symptoms were the pocket was opening and oozing at the pocket site. The patient was given IV antibiotics and is reportedly doing well.